Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. Data analysis was performed, and boston scientific technical services confirmed the inappropriate shocks were due to supraventricular tachycardia (svt). Unfortunately, this particular device does not have rhythmmatch feature. For the devices that do not have the rhythmmatch feature, the only options is to make sure that the device is getting regular template updates, change rid programming and or to change to onset/stability. The healthcare professional can also consider evaluating the rhythm with an electrophysiology study to see if there is something that could be ablated. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. Data analysis was performed, and boston scientific technical services confirmed the inappropriate shocks were due to supraventricular tachycardia (svt). Unfortunately, this particular device does not have rhythmmatch feature. For the devices that do not have the rhythmmatch feature, the only options is to make sure that the device is getting regular template updates, change rid programming and or to change to onset/stability. The healthcare professional can also consider evaluating the rhythm with an electrophysiology study to see if there is something that could be ablated. No additional adverse patient effects were reported. This device remains in-service.